Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the surgeon was finishing seating the cementless anatomic patella with the clamp. Upon tightening, the t portion of the vice sheared off the top. Surgeon was only using one hand when tightening and said it wasn¿t that hard. All pieces were recovered, and there was no patient harm. There was ten minutes of surgical time added until a vice grip was found to release the vice.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that the surgeon was finishing seating the cementless anatomic patella with the clamp. Upon tightening, the t portion of the vice sheared off the top. Surgeon was only using one hand when tightening and said it wasn¿t that hard. All pieces were recovered, and there was no patient harm. 10 minutes of surgical time was added until a vice grip was found to release the vice. Pictures available upon request. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the att patella clamp por was found broken at the threaded rod near its handle. The broken fragment was returned for evaluation. Upon evaluating the attune cementless patella clamp, the t-handle was confirmed broken. The fracture characteristics are consistent with torsional overload from over tightening the clamp while securing the patella. No evidence of material or manufacturing defects were found that could have contributed to the initiation or propagation of the fracture to failure. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the att patella clamp por would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to unintended use error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3.